Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced ilet alert audio that was perceived as very low and uncertainty about vibration, with concurrent smartphone alert volume issues and difficulty resetting a related app password; device alerts were later confirmed to sound, and the alert tone in the companion app was changed to one the user could hear. Symptoms included difficulty perceiving device alerts due to user hearing loss. Outcomes included no adverse clinical effects, and blood glucose remained in range. Investigation included remote troubleshooting, guided volume checks, verification of audible alerts over the phone, evaluation of vibration by user monitoring, assessment of companion app settings, and education on alternate alert pathways. Investigation of this case revealed that the device produced alerts as designed, and the primary factor was the alert tone selection relative to the user¿s hearing, which was addressed by changing the tone and confirming audibility. It was concluded that the cause was user-related settings and perception rather than device malfunction.